Event description:
The customer reported falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 3 patient samples on atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 3 patient samples on atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. Siemens remotely reviewed instrument data and found dilution arm aspiration clog errors. As per siemens instructions, the customer inspected and cleaned the dilution arm. Alignments were performed and the dilution probe was primed. An autocheck was performed and was found to be acceptable. The customer performed qcs, which recovered within ranges. The cause of the falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00006 on 03-jan-2025. Additional information (18-mar-2025): siemens further evaluated the event, which included reviewing service activities performed by a siemens customer service engineer (cse), to determine the cause of the event. A siemens cse replaced the reaction washer probe 1 valve and performed an autocheck, which recovered acceptably. The investigation concluded the leaking valve potentially contributed to the event. The component code, type of investigation and investigation conclusions codes in section h6 were updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of the event is required.